Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v828460, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-sep-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had normal battery depletion, and came for battery replacement. Lead testing during procedure indicated need for replacement. Patient denied any falls and no known events contributed to issue. No troubleshooting since battery was depleted. Lead testing during procedure and no motor response. The both devices were explanted, discarded and replaced. The issue was resolved at the time of this event. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from representative reported that the cause of lead testing during procedure indicating need to be replaced was not determined. The provided information has been confirmed with the physician.